Manufacturer narrative:
(B)(4). The customer reported that nibp pump of the nbp pod failed to deflate cuff and injured a pt. Based on the initial info provided from the customer, the user stated that the nibp module would not stop inflating and turned the pt's arm blue. The customer states that they set the module to take nibp every 15 mins and it took the first measurement without incident, however it started inflating again and would not stop. The customer then turned the module off. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported the nibp pump of an nbp pod failed to deflate cut and injured a pt.